Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately seven months post replacement procedure, the patient developed endocarditis. It was noted that the patient had ¿global health worsening¿. A cardiologist visit found the patient to have experienced tachycardia, anemia and inflammatory syndrome. The patient was hospitalized due to mitral and tricuspid infectious endocarditis. It was noted that the right ventricular (rv) lead had an infection, and the origin of the infection was unknown. The patient had septic shock with renal failure, cirrhosis failure and a computerized tomography (CT) scan reveal a pulmonary embolism. It was also noted that antibiotic therapy treatment was administered. During hospitalization, a computerized tomography (CT) also revealed a cerebral hematoma. Due to the altered ¿global health¿, the physician was unable to extract the cardiac resynchronization therapy defibrillator (crt-d) system. The device system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was reported that approximately seven months post replacement procedure, the patient developed endocarditis. It was noted that the patient had ¿global health worsening¿.  A cardiologist visit found the patient to have experienced tachycardia, anemia and inflammatory syndrome. The patient was hospitalized due to mitral and tricuspid infectious endocarditis.  It was noted that the right ventricular (rv) lead had an infection, and the origin of the infection was unknown.  The patient had septic shock with renal failure, cirrhosis failure and a computerized tomography (CT) scan reveal a pulmonary embolism.  It was also noted that antibiotic therapy treatment was administered. During hospitalization, a computerized tomography (CT) also revealed a cerebral hematoma.  Due to the altered ¿global health¿, the physician was unable to extract the cardiac resynchronization therapy defibrillator (crt-d) system. The device system remains in use. The patient is a participant in a clinical study.  No further patient complications have been report ed as a result of this event.

Manufacturer narrative:
Continuation of d10: w1tr04 crtp implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.